Event description:
It was reported that during a procedure the laser system displayed an error message indicative of a system malfunction. The user was unable to clear the error message. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however the MFR is filing this as surgical intervention as the customer indicated that an additional surgery would be scheduled as a result of the incompletion of the case.

Manufacturer narrative:
The laser has been serviced in the field. The suspect component has been removed and replaced. Laser has been released for customer use.